Manufacturer narrative:
Qc prior to and after the event was within lab-established ranges. The samples are centrifuged for 5 minutes at 3000 rpm in ambient temperature. The samples were analyzed upon received. A bec field service engineer (fse) was dispatched for this event. The fse found that the ise flowcell drain solenoid valve j2 was not opening to drain. The fse replaced the valve to resolve the issue.

Event description:
A customer contacted beckman coulter (bec) reporting that the unicel dxc 800 pro synchron chemistry analyzer generated erroneous sodium (na), chloride (cl), and/or calcium (calc) results for multiple patient samples. Results for one (1) of the patients were reported out of the laboratory. Samples were rerun. The customer corrected the reports before they were released out of the laboratory and amended the report that had been released. The erroneous results provided by the customer are shown in this report. There was no impact to patient treatment associated with this event.